Event description:
Customer stated that for testing customer attached set to unit and as soon as the latch was closed the fluid began to flow. The start button had not been pressed. No pt impact.

Manufacturer narrative:
Visual inspection of the platen door shows no physical damage. It opens and closes as specified. Administration set was inserted, platen door was closed, and no free flow was observed. Performed 40 psi test and the pump passed the test with no errors or alarms. Complaint could not be confirmed.